Event description:
Pt had compression fixation of hip using product. Follow-up to surgery indicated left leg length discrepancy with changes in the plate angle. Removal and examination of the compoments indicated the variable hip screw would rotate down.